Event description:
This is a spontaneous report from a nurse of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, a peritoneal dialysis nurse reported the following information. On (B)(6) 2009, the patient began pd therapy. On an unreported date, the patient went to the accident and emergence (a&e) department for abdominal pain and cloudy peritoneal dialysis effluent. On (B)(6) 2012, the patient was hospitalized and diagnosed with peritonitis. On an unreported date, the patient began treatment with vancomycin (1.5g ip) and ciproxin (500mg, twice per day (bd)). On (B)(6) 2012, the patient was discharged from the hospital, feeling much better. The cause of the peritonitis was unknown. On an unreported date, a further dose of vancomycin and ciproxin were given. At the time of this report, antibiotic treatment was discontinued and peritonitis had resolved. Dianeal and extraneal therapies were ongoing. A causality assessment was not reported.

Manufacturer narrative:
(B)(4). This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. Since the lot number was unknown, a batch review could not be performed.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample was requested, but is not available at this time. Since the lot number is unknown, a batch review will not be performed. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.